Manufacturer narrative:
(B) (4). The ge service rep replaced the mdn 200. The system operates as intended.

Event description:
The customer reported that there was no image on the monitor. No pt injury was reported.